Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was report that intermittent occlusion alarm occurred. The customer went to the emergency room (ER) with a blood glucose level in the range of 94-338 with high ketones that were not identified as dangerous by a healthcare provider, but with inflamation around the heart. The customer attempted to self-treat with a correction bolus via the pump but was treated intravenously with fluids of saline and insulin in the ER. A systems check performed with tandem technical support (tts) verified the pump was functioning as intended. Reportedly, the customer was using cold insulin, tts informed the customer using cold insulin is off label per the tandem user guide.